Manufacturer narrative:
Submit date: 12/06/2016. An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2016 that a customer had an issue with an enteral feeding spike set. The customer states that there was a rupture near the connection of the set at the height of the pulley. This caused the diet to leak and compromised the closed system.

Manufacturer narrative:
Product ID 674655 is not sold in the united states and there is no similar device sold in the united states; therefore, this incident is not reportable in the united states.